Manufacturer narrative:
H3: product analysis ¿ as found condition: the react 68 catheter was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no damages were found with the react 68 catheter hub. The react 68 catheter distal tip was found bent. The react 68 catheter was found ruptured at ~0.5cm from the catheter distal tip. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. Catheter rupture can occur if the distal portion of the catheter is kinked, prolapsed, or occluded or aspiration/injection against resistance causing over-pressurization. However, the cause of the catheter rupture could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the device and was prepared as indicated in the IFU. The procedure was completed by re placing it with another brand of product to complete. The cause of the catheter break was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a react-68 catheter was broken. The patient was undergoing surgery for treatment of a left side, middle cerebral artery. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 8mm. It was reported that after normal hydration, the catheter was inserted into the middle cerebral artery for suction. During the suction process, the catheter tip was broken. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.